Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.

Event description:
The report stated that during a wertheim procedure, the jaws of the instrument stuck to pt tissue. Evaluation of the incident device in 2007 found that the cutting blade is deployed and the jaws of the device are open. This can lead to a serious injury for the pt.